Event description:
Postoperative adult male found with tubing and valve disconnected from introducer sheath. Emergency actions taken. Pt experienced cardiac arrest shortly thereafter, was resuscitated and transferred to intensive care in cliti care condition.